Event description:
It was reported to philips that there was an issue with wireless footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wireless foot switch (wfs) needed replacement because its bracket was loose. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. This issue did not impact the clinical procedure. A philips field service engineer (fse) inspected the system onsite and identified that the wfs had a loose bracket. There was no issue with the functionality of the wfs. To resolve the reported problem, the fse replaced the wfs. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue identified with the footswitch (loose bracket) will not impact the system functionality and would not be likely to cause or contribute to death or serious injury in case of recurrence. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.